Event description:
It was reported that there was a general complaint of volume detected when loading the syringe module not matching the volume visualized in the syringe. Reportedly a 10 ml syringe was filled to 7.8 ml and the syringe pump detected less volume than what was in the syringe. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.